Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that the pump's alarm volume and vibration were too low. Customer changed the pump supplies and successfully resumed insulin therapy. No reported impact to the customer¿s blood glucose level.